Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of black display, no image, and only red, green, and blue color bars seen on the screen were confirmed which was due to a faulty printed circuit board. Device evaluation found that the touch display blacked out intermittently, no image could be seen, and color bar displayed on the monitor screen instead of the endoscopic image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center had booting issues. The device had a black display. No image was displayed on the monitor and only red, green, and blue (rgb) color bars were displayed while the camera head was connected to the processor. The issue was found during procedure, and the therapeutic procedure (laparoscopic cholecystectomy) was completed with a similar device. The device was inspected before use and was working fine. There were no reports of patient harm.